Event description:
In compliance with MDR reporting regulation, section 803.22, we wish to inform you of an adverse event report associated with another manufacturer's device which has been received at allergan inc. (B) (4)the following info was provided: explant physician: dr. (B) (6). Alleged event: the physician reported left side device replacement due to "size/asymmetry." The manufacturer of the device was not allergan medical. No complaint against an allergan medical device. Explant date: (B) (6) 2010. (B) (6).